Manufacturer narrative:
(B)(4). Batch # n5588y: the analysis found that one pse60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. In addition another cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open unknown procedure, the staples were formed in lumbricoid shape when enteroenterostomy was performed at the third and fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient.